Event description:
Information was received from a manufacturer representative regarding a flex arm and bed rail attachment used for spinal therapy. It was reported that the screw could not be tightened and could not be fixated. Additional information received from manufacturer representative that procedure involved was med. Product came in contact with patient. There were no further complications reported as a result of this event.

Manufacturer narrative:
Product analysis, product ID:9560523, lot#:my15m002, service and repair report confirmed that the joint screw had come off and the fixation parts had fallen out, and that the bed rail clamp was defective. If information is provided in the future, a supplemental report will be issued.